Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. The diagnosis and indication for the surgical procedure? A rectal cancer. In what tissue was the suture placed? The abdominal wall and fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. What was the appearance of the suture and the fixation tab during the reoperation procedure on (B)(6) 2019? No further information is available. Other relevant patient history/concomitant medications? No further information is available. If applicable, will product be returned, return date, tracking information. No sample will be returned. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No further information is available. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that the cause is unknown since he has no experience of intestinal juice leakage occurring 2 weeks after the surgery. There is a possibility that anchors on the stratafix symmetric used on the abdominal wall contacted the intestinal tract, causing damage on the intestinal tract at some timing. What is the patient¿s current status? The patient is hospitalized currently. No further information will be provided.

Event description:
It was reported that the patient underwent an open rectal resection procedure on (B)(6) 2019 and barbed suture was used. After placing a film just under the abdominal wall, the abdominal wall and fascia was sutured by mass closure technique. The patient had no immediate issues post op. Two weeks post procedure, on (B)(6) 2019, when checking the midline surgical wound in the ward, it was found that the gauze had been discolored to brown, and intestinal juice had leaked. A second procedure was indicated the week of (B)(6) to create another stoma. The patient remains hospitalized. Additional information has been requested.